Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown.

Event description:
It was reported during the procedure, the physician needed to swap a screw because it was too long and when he attempted to take it out, the screw stripped. Then when trying to remove the other 2 screws, they stripped, and the physician had to improvise to get the plate out. This issue added around 30 min. Or more to the case. After removing the plate, the physician attempted to get the screws out, and they seemed to be cold welded. This report is related to report numbers 3025141-2022-00088, 3025141-2022-00089, 3025141-2022-00090, and 3025141-2022-00092 for the other devices involved in this event.